Event description:
It was further reported that the neurostimulator was replaced on (B)(4)-2012 and the event resolved without sequelae on (B)(4)-2012.

Event description:
Additional information received reported that patient symptoms included pocket site pain and the patient was knocked to the ground. It was unclear if the pain was caused because the patient was knocked to the ground or if the pain knocked the patient to the ground. No further information was reported.

Manufacturer narrative:
Lead model 3889-28, lot: v492289, implanted: (B)(6) 2010, explanted: na. Programmer 3037, serial (B)(4). (B)(4).

Event description:
It was reported that the patient's stimulator migrated after the patient fell. The patient also had pain. The event was considered ongoing. If additional information is provided, a follow up report will be sent.